Event description:
Femoral central line placement attempted emergently in picu on critically ill patient requiring vasopressors. Femoral vein cannulated without difficulty, and guidewire placed without resistance. Dilator easily removed for placement of a number four double lumen catheter. Resistance met when removal of wire attempted, but came out without significant force. It was noted with full removal of the guidewire that end had unraveled, but was easily removed. X-ray confirmed suspicion of retained piece of wire, possibly in femoral vein. Child was taken to surgery immediately where approximately one inch piece of wire was removed from skin (not from vein), and right subclavian line placed for access.